Event description:
Dartmouth biomedical engineering center for orthopedics analysis of depuy synthes attune knee system implant components and associated tissues and fluids: an attune aox insert was in vivo for a total of 17 months. Reason for revision: loose, painful, metallosis, elevated metal ion levels.

Manufacturer narrative:
Product complaint#: (B)(4). . Investigation summary: it was reported that dartmouth biomedical engineering center for orthopedics analysis of depuy synthes attune knee system implant components and associated tissues and fluids: an attune aox insert was in vivo for a total of 17 months. Reason for revision: loose, painful, metallosis, elevated metal ion levels. Report, ¿q4 2022_attune retrieval summary. Pdf¿ was provided to depuy synthes for evaluation. The report is from the dartmouth biomedical engineering center for orthopedics and documents the retrieval and analysis of depuy synthes attune knee system implants and components. A review of the report found that the reasons noted for device removal for 200 of the 204 devices analyzed were due to adverse events with no reported product problem. The reason for removal for the remaining 4 were for ¿failed poly: tibia¿, ¿poly disassociation¿, ¿polyethylene wear¿ and ¿dislocation¿. No specific information is provided for the individual potential failures. One photograph in the study shows a polyethylene insert which is broken on the posterolateral edge. No conclusion on the reason for the breakage can be drawn based on the photo. A comparison of the reasons for removal noted in the report found that the rates associated with each is consistent with overall available rates for these types of devices. The visual and dimensional analyses performed by the dartmouth biomedical engineering center found wear and visual artifacts consistent with the implants intended use and did not identify any product issues. The material analysis of the polyethylene components did not identify any material issues. The data and graphs shown in the study also show an extremely low rate of variability of dimensional and material properties with r squared values all under 0.3 and most below 0.01. The overall complaint was not confirmed for unknown knee implant attune. A review of the report found no indication of a design or manufacturing issue. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.